Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 421 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer uses quick-set infusion sets. The customer stated that the cannulas are sometimes bent, he sits during insertion, and he fills the reservoir with cold insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.